Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a suture break was noted. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation; however,because the suture, link, posterior cuff and posterior needle tip were not returned with the device, the scope of this investigation was limited and the reported suture break could not be confirmed. The analysis of the returned device components revealed that the link was pulled from the swage end of the anterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear similar to the reported suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.